Manufacturer narrative:
(B)(4). The device was not returned however a photograph was received and evaluated. Visual inspection of the photograph verified the presence of a white substance on the top of the pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a glue like substance present in the packaging. There was no patient involvement. No additional information is available.